Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. The customer stated the door would not latch close. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation experienced the door not fully latched alarm identified during functional testing. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.